Manufacturer narrative:
The axium coil was not returned for analysis as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher).

Event description:
Medtronic received information that this coil would not detach with an instant detach or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of a brain tumor. It was reported the physician withdrew the coil successfully and replaced it with another coil and finished the procedure. It was reported that the physician tried to detach the coil 2-3 times with instant detach and two times with manual method; after breaking the break indicator, the physician grasped the filament with forceps and pulled but the coil was not detached. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.